Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had infection with sepsis. The patient also had a fall and vertebrae compression fracture. In addition, the patient had urinary tract infection, acute renal insufficiency and dementia/alzheimer's. Attempt to obtain additional information was unsuccessful. As of this time, the crt-d remains in service. No additional adverse patient effects were reported.